Event description:
It was reported that during a bankart surgery the tip of the device broke off. No part of the device remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed as one unpackaged ar-1342-30, elevator, 30 degree shoulder tissue, batch number 052413, was received for investigation and upon visual inspection, it was observed that the tip is broken off (see evaluation picture 3). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause of the reported failure can be attributed to the application of excessive levering forces. Further, the device shows signs of metal surface oxidation (see evaluation pictures 3 + 4).